Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due to unlocked connector at the printed circuit board. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement several time after replacing new battery. Customer's blood glucose at time of incident was 4.8mmol/l.